Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is currently underway. There is no information at this time to suggest a monitor malfunction. There was no device malfunction contributing to the patient death. The lifevest properly treated the ventricular fibrillation.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. Device download data revealed that the patient was treated three times during the event. The patient was in the hospital at the time of passing. The lifevest properly detected vf and delivered appropriate treatments at 06:29:14, 06:29:39, and 06:30:08. The first treatment converted the vf to bradycardia, but the patient degraded back to vf. The second treatment was unable to convert the arrhythmia. The third treatment converted the arrythmia for one beat before degrading back to vf. CPR artifact was evident following the third treatment. The lifevest electrode belt was disconnected at 06:36:41. The lifevest functioned as designed but was unable to convert the patient's arrhythmia.